Event description:
It was observed during the device inspection, that the hysterofiberscope exhibited foreign material in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the foreign material or root cause cannot be identified. However, it was presumed that reprocessing deviated from the instruction manual, thus there is a possibility that the foreign object remained, or there is a possibility that due to physical damage on the device, the foreign object could not be removed. The event can be prevented by following the instructions for use which state: "chapter 6 application and condition of cleaning, disinfection, and sterilization. ·chapter 7 procedure of cleaning, disinfection, and sterilization. Also, as a result of confirming the contents of the instruction manual, we can confirm the description below. With this, there is a possibility that occurrence of the physical damage on the insertion section can be prevented. ¿ while in use, do not pull of the universal cord. Scope connector r will be pulled out from the socket of the light source and the endoscopic image will not be visible. ¿ do not coil the insertion tube and the universal cord with a diameter less than 12 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface of the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break causing water leaks." Olympus will continue to monitor field performance for this device.